Manufacturer narrative:
Event occurred on an unknown date in (B)(6) of 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the tip of a drill bit broke off. The surgeon was using the drill bit through a drill guide for a locking plate. The surgeon removed the broken tip with pick-ups easily without additional intervention. There was no patient consequence. It is unknown if there was a surgical delay. The patient's status is unknown. Concomitant device reported: unknown drill guide (part# unknown, lot# unknown, quantity# 1); unknown plate (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).